Event description:
It was reported the customer's insulin pump was not properly delivering insulin. The customer also believed her settings were not correct. Customer also reported having high blood glucose between 500 mg/dl and 600 mg/dl. She stated she was currently on her back-up plan. Customer also declined to troubleshoot for her high blood glucose or delivery anomaly. Customer was advised her insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.